Event description:
A customer contacted beckman coulter inc. (Bci), in regards to obtaining a digoxin result above the therapeutic range for one (1) patient, generated by the access 2 immunoassay system. Subsequent testing produced erratic results both above and within the therapeutic range for the same patient. No erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The digoxin sample was collected in a 13x100mm greiner plasma tube with a gel separator. Note: serum is the recommended sample type for this assay. Centrifugation has not been supplied to date. Per the customer complaint record, both levels of digoxin qc were within the customer's established ranges prior to and after the event. Per the customer supplied documentation, a routine system check was performed on (B)(6) 2011 which passed within instrument specifications. No indication has shown that service was dispatched for this event. A definitive root cause has not been determined to date for this event.